Event description:
During preparation for cardiopulmonary bypass, the air detection sensor continuously indiacted the presence of air, even though no air was present. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
H3: evaluation anticipated but not yet begun.